Event description:
Serious injury involving one person. Pt began to experience redness, tearing, poor vision, and had pressure/soreness around the left side of their face on 6/2000. During the night the condition worsened so the pt went to a local clinic the following morning. An internist prescribed an oral medication rather than drops assuming pt's condition was sinus related. After a few days throughout the day the eye became swollen shut and was issuing a yellowy discharge. Pt called internist who prescribed an additional oral medication. The pt was not getting better so they went to see their contact lens prescribing dr (od) who immediately referred pt to a medical doctor. There the pt was diagnosed with a central corneal ulcer. Treatment is unknown at this time. It was communicated that at that time the visual acuities prior to incident were correctable 20/20, but after incident, pt acuity was uncorrectable hazy. Pt's prognosis during their last visit with the md in 9/2000 was that pt would need "lamaller with micro keratomic replacement" and that the scar was not deep. In 3/2001 the pt received a corneal transplant. All the info listed above was received from the patient's attorney. Attorney stated that any other info would be mailed to the legal dept of ciba vision.